Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was not able target the nail to the proximal dynamic slot with the targeting guide.

Manufacturer narrative:
No product, part number, or lot number was returned for evaluation. The condition of the device could not be observed and the device history record could not be reviewed. This device is used for treatment. Since no lot number was available no complaint history review could be conducted for the related lot number part number combination. The root cause of the inability to target with the targeting guide could not be determined.